Manufacturer narrative:
Pending follow-up information. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Internal complaint number: complaint-(B)(4).

Event description:
Sales representative contacted technical solutions to report a catheter revision due to being unable to aspirate.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned as representative stated that it remains implanted. Catheter segment was only revised. As the device was not returned, additional evaluation and investigation could not be performed and a definitive root cause for the issue could not be determined. Internal complaint number: (B)(4).